Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked, the plunger assembly was loose and the robber feet on the handle of the top case were missing. Review of the event history log showed an occurrence of a "check clutch/plunger lever" alarm message. Functional testing found that the device exhibited a "check clutch/plunger lever" alarm message during occlusion testing. The investigation determined that normal wear of the lead screw and both clutch halves was the cause of the reported issue. The lead screw and clutch halves were replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: h6: health effects.

Event description:
It was reported the device would not occlude. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.